Event description:
It was reported that when the device was used during a low anterior resection procedure, the device fired an incomplete staple line. The surgeon had to oversew the anastomosis. There was no consequence to pt.